Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Device was found to have an improper control bar position and a motor that was within rpm specifications, but ran rough. Unit also had worn vespel and semi-circle shaft bearings. This device was last in for calibration and preventive maintenance, at zimmer osp, in 08/2005. The alleged malfunction of the device not engaging properly over the skin is likely due to the control bar being out of position, which may in turn have resulted from the worn vespel and semi-circle shaft bearings. Instruction manual included with the device states that "the zimmer electric dermatome should be returned every 12 months for inspection and preventative maintenance."

Event description:
It was reported that the zimmer air dermatome was not engaging properly over the skin. Additional information received on 01/12/2010, the skin graft edges were torn and ragged. Surgeon was only able to harvest a partial graft. There was no report of injury or adverse patient consequences associated with this incident.